Manufacturer narrative:
The customer reported issue of the thermogard flooded completely during preparation was confirmed during the inspection of the device. It was observed that liquid went into the power supply. The power supply was replaced to remedy the issue. Once replaced, the thermogard passed the final functional testing with no issue or faults observed. The archive data review found no significant issues. Electrical safety test was performed as well as calibration test. The system passed with no issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Manufacturer narrative:
The zoll console has not be returned for investigation. A supplemental report will be filed if and when the product is evaluated and investigation has been completed.

Event description:
It was reported that during set up preparation, the thermogard was found to be completely flooded with no error message displayed . To continue the treatment , the patient was treated using another console unit. No other information provided. No patient harm or consequences was reported.